Event description:
It was reported that this patient's non-boston scientific right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. Upon the new ra implant procedure, this implantable pulse generator (pacemaker) showed lead to header insertion issues and had to be replaced as well. This device is not expected to be returned for analysis and no additional adverse patient effects were reported.